Event description:
It was reported that the iab was inserted without difficulty and connected to the pump. The pump experienced helium leak alarms, so the iab was removed and replaced. There were no complications.